Event description:
The ge oec 9800 fluoroscopy system reportedly would not save images to the memory correctly.

Manufacturer narrative:
A ge oec service rep investigated the issue and cleared the program flash and re-loaded the system software to repair the image saving issue. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No negative pt effect was reported because of this malfunction.